Event description:
(B)(4). Ever since (B)(6) 2014 I have dealt with cramping so bad I go into fetal position. My periods are so heavy I use a whole box of tampons (super) for one cycle (menorrhagia). I get hot flashes all the time. My panic/anxiety attacks have doubled so bad that I begin to sweat and cant breathe, sent to the ER. Body aches often. Exhaustion due to heavy period. Pain while having intercourse. Breast pain. False pregnancy symptoms. Bloating constantly. Uti side effects. Sharp pelvic pain/stabbing, discharge (odor), dysmenorrhea, polymenorrhea, sexual dysfunction (unable to orgasm or feel pleasure), urgent/frequent urination, abdominal spasms/ twitching/ fluttering, vulvodynia, nausea, vomiting, gas, constipation, diarrhea, heartburn bowel issues neurological, mental health headaches or migraines, mood swings, depression (sadness/suicidal thoughts), possible raynaudandrsquo's syndrome (hands turning blue), heart palpitations, insomnia, weight issues (gain), muscle spasms, blood in urine.